Event description:
It was reported that the patient presented in the hospital after receiving a patient alert. High, out of range pacing lead impedance was noted. The physician elected to monitor the patient. Lead remains implanted. Patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.